Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the luer lock separated from the cartridge patient line. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.